Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross access solution was selected for use. It was noted that there was an issue with the valve drawing air into the system during the procedure. To resolve this, a new catheter was used, allowing the procedure to be completed without any complications.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem, and initial reporter title, initial reporter first name, initial reporter last name and initial reporter email (e1), in section e - initial reporter.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross access solution was selected for use. It was noted that there was an issue with the valve drawing air into the system during the procedure. To resolve this, a new catheter was used, allowing the procedure to be completed without any complications. It was further confirmed there were no visual damage. The damaged seemed to be at the hemolytic valve. There was no air in device prior to removing dilator or at the time of needing transeptal access.